Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.

Event description:
Customer reported that due to the test not starting on her freestyle lite blood glucose meter after the blood sample was applied to the test strip, customer experienced vertigo, tremulousness and weakness. Paramedics were called, an intravenous infusion of unknown type was started and the customer was transported to a local hospital. A reading of 270 mg/dl was received at the hospital, another intravenous infusion was started and a diagnosis of hyperglycemia was given. There was no report of death or permanent injury associated with this event.